Event description:
The patient is reported to have narrow calcified access arteries. The iliac access arteries were dilated with a 24 french dilator, but the device could not be advanced through the patient's vessels. The patient's right external iliac artery was dissected. A balloon was used to tamponade the dissection, and the patient was converted to open surgical aneurysm repair.